Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that all of the keypad buttons were under responsive to button presses. The reporter indicated that there was no noted damage to the keypad but there was moisture noted behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump keypad was observed to be peeling on the right side. The keypad buttons were tested and the up, down, and ok buttons were found to be unresponsive to button presses. The keypad was removed and the contamination was observed under the contrast button contact. The pump was opened and moisture was observed inside the pump including on the printed circuit board. Unrelated to the complaint, the pump display was observed to be discolored. Also unrelated, the battery compartment threads were observed to be stripped and a test battery cap were unable to fasten securely to the pump.